Event description:
It was reported that a user experienced recurrent overnight low glucose while within the first week of ilet use, including a nadir of 39 mg/dl and a subsequent high of 268 mg/dl after treatment; the user consumed multiple juice servings, paused and disconnected the ilet overnight to silence alerts, and later reconnected with glucose stabilizing, with the event categorized as treatment-related hypoglycemia and addressed with troubleshooting and education including assignment for additional training and discussion of best practices to avoid overtreatment and potential algorithm maladaptation. Symptoms included hypoglycemia, hyperglycemia, shakiness, sweating, disorientation, blurry vision, and visual spots. Outcomes included device low and critical low alerts and a corrective action by the ilet, with no hospitalization. Investigation included review of use patterns, alert behavior, and user-reported treatment actions. Investigation of this case revealed user overtreatment of hypoglycemia and device pausing/disconnection during the night, which likely contributed to glycemic variability and impacted automated adaptation. It was concluded, based on previously established findings for similar reports, that user management of hypoglycemia and training needs were the primary contributors.